Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the menu prompt to "enter two startup blood glucose values" would not clear on pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: the black box and cgm history show no activity outside of normal use. Test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred, the pump requested the next bg calibration after 12hr as required. The pump performs within specifications. The complaint, the pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.